Event description:
It was reported that the numbers on the insulin pump are ramping and the scroll bar is moving up and down with no input from the customer. Customer's blood glucose levels at the time 156mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However moisture damage was noted on keypad traces. No scrolling numbers or scroll bar noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.